Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 274 mg/dl at time of report. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. The cartridge was changed to address the issue.